Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Clinical report and medical records state the patient was revised to address osteolysis, pain, and poly wear. Doi: (B)(4) 1987, dor: (B)(4) 2013 (left hip). The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Operative notes were received. From a medical perspective, based on the information available, it is not likely the complaint is product related. Due to the interim between the initial implantation and the revision operative it would be expected to find some polyethylene wear. The patient is classified as obese which could contribute to some increase in wear. All total hip arthroplasty has a risk of failure and the risks for an individual are an unpredictable combination of patient, surgical process, surgical procedure and device related interactions. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Clinical report and medical records state the patient was revised to address osteolysis, pain, and poly wear.